Event description:
The physician intervened due to a wound on the foot. Contra lateral approach with 7f pinnacle and spider in the sfa. The turbohawk device became caught on a stent in the iliac bifurcation and the aorta was perforated. The lesion was proximal to a stent in the sfa. The distal part of the turbohawk got caught on the sfa stent. The physician pulled on the turbohawk trying to get off the hang up; the pulling caused the aortic tear. Due to the bleed they reversed the heparin and believed the patient would tamponade self. The turbohawk device would move forward but not back. By using the turbohawk to cut in a forward motion, the device dislodged. The patient developed clot throughout the sfa due to reversing the heparin and they proceeded with angiojet for clot removal. The physician used a covered stent to cover iliacs for pseudo aneurysm. Intravascular intervention was performed, but no surgical intervention.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.